Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported customer is in hospital due to ketoacidosis. Caller alleges customer reportedly experienced occlusion alerts on her pump while using the infusion set rapid d link; was already not feeling well. Caller stated customer had another pump and was using the flex link infusion set with it but she had also had an occlusion alert on that pump so the customer decided on her own to switch to her old pump and try another infusion set which she ordered at her mail order company; type unknown. Customer reportedly experienced elevated blood glucose levels of unknown results and was admitted to the hospital; was treated with insulin IV. It is unknown with which pump and which infusion set the incident occurred. No product has yet been requested to be returned.